Event description:
It was reported patient underwent a revision procedure two days post implantation due to wrong tibial component used. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface, catalog #: 42522100810, lot #: 65863775. Cruciate retaining, catalog #: 42508606602, lot #: 65754640. Fix fluted pin, catalog #: 20800000010, lot #: 65999720. Fix fluted pin, catalog #: 20800000011, lot #: 66001515. Navitracker kt a knee & spine, catalog #: 20800000007, lot #: 052323a4. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure two days post implantation due to wrong tibial component used. Post-operatively it was recognized that a cemented component was opened and placed in the surgical field when a press-fit tibial component was requested. The patient was revised on with exchange to the correct tibial component and replacement of the articular surface. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; section h6 was corrected. The event is confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision of the right tibial component under general anesthesia (estimated blood loss: 100cc) due to the inadvertent implantation of a cemented tibial component during a knee replacement procedure earlier that week. The arthrotomy was reopened, sutures removed, and the tibial bearing and component were carefully extracted without bone loss or damage to the keel punch. A press-fit tibial component, which had originally been intended, was correctly implanted with an excellent fit, and the bearing was replaced without difficulty. The surgery was successful, achieving satisfactory stability and range of motion, and the patient was transferred in stable condition to recovery, to be discharged home with a follow-up clinic appointment. The root cause of the reported issue is attributed to off label use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.